Event description:
Orif synthes variable angle curved condylar plate p/n 02.124.408 implanted on (B)(6) 2016. The plate broke on (B)(6) 2017, just 51 days after being released to full weight bearing status on (B)(6) 2016. Pt is a (B)(6) elderly woman born on (B)(6). Treated for a loss stress distal femur fracture (supracondylar above tka). Multiple references are cited including the MFR's own testing/results and admission of early mechanical failure/defective product are documented on this web page and links to published articles written by prominent members of the orthopedic profession. Https://nashfranciskato.com/medical-device-recalls/defective-hip-knee-implants/defective-femur-bone-implants/ under defective femur bone plate (synthes variable angle curved condylar plate p/n 02.124.408). One article even cautions surgeons on the use of this product. "Conclusion: early mechanical failure with the va distal femoral locking plate is higher than traditional looking plates (lcp and liss) for ota/ao 33-c fractures. We caution practicing surgeons against the use of this plate for metaphyseal fragmented distal femur fractures." Synthes continues to market and sell for this use with full knowledge of multiple studies with the same conclusion. Causing great harm, further fracturing of the femur, hospitalization, rehabilitation, blood loss, anemia from multiple high blood loss surgery and requiring the use of oxygen full time for 3 months after the removal of the broken plate and revision surgery. (I requested the broken plate prior to the revision surgery, the surgeon lied and said there was no need to remove it, he did remove it, and did not give it to me.)